Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was suspended on low. The customer¿s blood glucose was 40's mg/dl and the sensor glucose was 306 mg/dl at the time of the incident and it was at least 50 points off all the time. The insulin delivery was suspended due to sensor glucose values. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected two opened and used sensor and found one of two with cannula broken missing broken part see attached picture for details and second sensor found with cannula retracted and electrode separated from tubing see attached picture for details.